Event description:
The customer reported that he performed a control test using the contour next one meter and obtained a reading of 126 mg/dl at 12:04 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 8bv2g35 for evaluation. However, the returned control solution expired on 30-jun-2020, therefore, in-house contour next control solution from lot # 9bv2g49 was tested with the returned meter and returned test strips, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.